Event description:
The customer stated that she had been receiving erratic blood glucose readings such as 64, 55 and 130 mg/dl. She stated that she went to the emergency room because she was not feeling well. The customer did not mention what glucose readings were received at the hospital, but she was treated with byetta insulin. The customer did not have control solution, so further troubleshooting was not possible. The customer insisted her meter be replaced. Her meter is to be returned for evaluation. A new meter was sent to the customer.